Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing low back pain. It was also noted that the physician took the leads out of the ipg and noticed one of the leads was fractured. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
It should have been 28-oct-2016. Sc-2218-50/1070123: the complaint has been confirmed. The spacers at the proximal end were fractured between contacts #4 and #5, and #7 and #8, which make it difficult for the lead to go through a go/no-go gauge. However, a continuity test verified all the cables were intact. The cause of the fractured spacers couldn't be determined. Sc-2218-50/1070122: the lead was not returned. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
During a revision procedure to adjust leads for better coverage of the patient's low back pain, the physician noticed one of the leads had a fracture between two contacts. The physician explanted the lead and implanted a new lead. The patient was doing well postoperatively.